Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the pressure line of an rt443 adult inspiratory heated breathing circuit was "disconnecting from the pressure monitoring port on the ventilator" during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt443 adult inspiratory-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint device is not expected to be returned to fph for investigation. We are currently in the process of obtaining further information from the healthcare facility in order to assist us with the analysis and identification of a possible root cause of the reported event. We will provide a follow up report once we have received further information and have completed our analysis.

Manufacturer narrative:
(B)(4). The rt443 adult inspiratory heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint device was not returned to fph for further investigation as it had been destroyed at the healthcare facility. The information provided by the healthcare facility to the fph field representative is not sufficient to determine the root cause of the reported fault. Without the complaint device or sufficient information regarding the reported fault, we would not be able to confirm the reported fault or make reasonable conclusion regarding its root cause. The fph's user instructions that accompany the rt443 adult inspiratory heated breathing circuit indicate in pictorial form the correct set-up and proper use of the device. It also state the following: - "check all connections are tight before use." - "check system for leaks before connecting to patient." - "verify correct operation of the system before connecting to the patient." Destroyed at the healthcare facility.

Event description:
A healthcare facility in the (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the pressure line of an rt443 adult inspiratory heated breathing circuit was "disconnecting from the pressure monitoring port on the ventilator" during use. No patient consequence was reported.